Event description:
It was reported that a patient underwent a laparoscopic ventral hernia repair in (B)(6) 2011 and mesh was used. The patient experienced a recurrent hernia and underwent a repeated hernia repair on unknown date. The surgeon stated that there was no integration into the tissue of the mesh. The mesh was removed with a small bowel resection and a different fixation product was used.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.